Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd¿ pen needle, the device experienced the inability to deliver insulin/medication. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that the customer stated, no insulin flow when taking injection.   When asked how many units does he prime, consumer stated, 4 units. Explained he should prime 2 units. Consumer stated, "what difference does it make" consumer stated he was "legally blind stated, he could not tell how many units he was dialing up. Consumer stated, pen needles are "defective" stated, no insulin flow when taking injection.